Manufacturer narrative:
The customer inspected the water output of the external water quality system and the water appeared charcoal in color. The customer resolved the issue by replacing the water filter in the water quality system and flushing the c8000 processing module. No additional co2 result issues have been reported since the water filter was replaced. A review of ticket trending did not identify any complaints that were similar for discrepant co2 patient results. The trend review by the product list number found no trends related to this issue. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified. Section patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated and falsely decreased co2 results generated on the architect c8000 analyzer on multiple patients. Results provided: (B)(6) 2014 sid (B)(6) = 29.2 / 18 mmol/l (B)(6) 2022 sid (B)(6) = 36 / 23 mmol/l. (B)(6) 2014 sid (B)(6) = 16 / 23 mmol/l (B)(6) 2014 sid (B)(6) = 14 / 23 mmol/l (B)(6) 2014 sid (B)(6) = 17 / 21.8 mmol/l reference range: (13 - 60yrs: 22 - 29 mmol/l; > 60 yrs.: 23 - 31 mmol/l). No impact to patient management was reported.